Event description:
The customer stated that they received readings of 41 and 21 mg/dl. They stated that on a prior occasion the meter read 42 and then 21 mg/dl so they went to the hospital where they received a reading of 266mg/dl. The customer could not remember if they ate anything prior to going to the hospital or the time lapse between their readings and the one taken at the hospital. A review of the system was conducted over the phone. The customer was instructed on the appropriate technique and to visually check for a complete fill. They were able to get good readings with the control and blood specimens after the instructions.